Event description:
The user facility reported the surflo catheter device broke off inside the patient. Follow up communication with the user facility confirmed the following information: (1) the placement of catheter was smooth and as usual with no resistance; (2) it was reported no re-insertion attempts were made; (3) there was no leakage observed throughout the procedure; (4) the procedure lasted for about 45 minutes; (5) the catheter was noticed to be broken upon removal of the catheter; (6) about 5mm of the catheter tubing was retained from the hub; (7) the rest of it remained in patient's vein; (8) the patient was sent to ER immediately and the catheter was removed; and (9) it was reported the patient is doing "fine".

Event description:
This report is being submitted as follow-up # 1 for mfg. Report # (B)(4) to provide the evaluation results and provide patient information: age ((B)(6)), patient sex (male) and patient weight ((B)(6)).

Manufacturer narrative:
The investigation has yet to be completed. A follow up will be sent within 30 days of this report being sent. (B)(4). All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. Device not returned to manufacturer.

Manufacturer narrative:
As stated, this report is being submitted as follow-up # 1 for mfg. Report # (B)(4) to provide the evaluation results and provide patient information: age ((B)(6)), patient sex (male) and patient weight ((B)(6)). Results - is based on evaluation of user facility information & a photograph of the involved sample; is based upon evaluation of the retention sample and surrounding lots. The actual device was not returned to the manufacture for evaluation. A photo was provided by the user facility. Therefore, the investigation consisted of evaluation of user facility information, a photograph of the involved sample and a reserve sample from the reported product code and surrounding lots. A visual evaluation of the photo confirmed the reported problem. The catheter tubing was broken at approximately 5 to 6 mm from the hub. There was a kink noticed on the catheter tubing approximately at 1 mm from the hub. An evaluation of the reported lot (rg0227) and the lots manufactured prior to the reported lot (rf2727) and the lot manufactured after the reported lot (rg2027) was conducted. Visual inspection revealed no defects. Catheter joint strength testing was conducted and met manufacturer specifications. The investigation is yet to be completed. A follow up will be sent within 30 days of this report being sent. For this reason, evaluation code was used in the conclusions section. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. Device not returned to manufacturer

Manufacturer narrative:
As stated in section , this report is being submitted as follow-up # 2 for mfg. Report (B)(4) to provide the completed investigation results. At this point in time, a definitive root cause of the sheath/catheter breakage cannot be determined. However, based on the investigation results, the potential of a manufacturing related cause cannot be ruled out. The defect could not be recreated under normal assembly conditions due to the decommissioning of the sr assembly machines. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow-up # 2 for mfg. Report # (B)(4) to provide the completed investigation results.